Event description:
Patient's family member reports the removal of a vp shunt, said to be a codman device. Patient originally operated on for an arachnoid cyst. Shunt placed initially in 2005 to drain cyst. Patient had drainage adjustments through september and october and exhibited symptoms requiring hospitalization allegedly due to overdrainage of the cyst. During removal of shunt in 2005, posterior fossa tumor removed. Dr. Reported that during this removal, the shunt had "malfunctioned." Dr. Reports that the distal end of the valve was broken.